Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: unknown. Analysis of the 9733856 found insufficient information. Analysis of the 9733763 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the surgeon was unable to pass trace registration. In the exam site was using, the cheek of the patient was padded and was washed up. Due to this the second blue dot appeared between the eye and the eat and the third point was not seen. Site tried taking these points and proceeded with tracer however after tracing, the pattern would line up, but would then fail then. Surgeon opted to proceed without navigation. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.